Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn:unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, during colonic side to side anastomosis, the tissue was pressed down so hard that it entered the clamp cover at the bottom to prevent the tissue from being pushed out when fired. A 1-2mm tissue got caught and damaged at the tip of the rail on top of the cartridge fork when the knife bar moved. The surgeon manually sutured the tissue. Surgical time was extended for two to three minutes.